Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that during a follow up exam performed approximately 9 years post index procedure, the physician observed that the left iliac distal to the end of the iliac limb had expanded. Angiogram showed that an iliac aneurysm had developed distal to the original limb; however, there was no endoleak observed going back into the aortic aneurysm. It was reported that he physician decided to coil the internal iliac on the left side. Coils were deployed in the left internal iliac and a 16x10x156 endurant iliac limb was then placed inside the 18x24x115 aneurx limb that was previously implanted. That limb was then extended with another 16x13x93 endurant limb. Those limbs were then ballooned using a reliant balloon. After the limbs were implanted an angiogram was performed and showed that the iliac aneurysm had been bypassed and there was no endoleak. It was reported that. As per the physician, the cause of the event was due to iliac expansion and growth. No additional clinical sequelae were reported and the patient is fine.